Event description:
It was reported while using bd ext set smallbore .2mf ped leakage occurred. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: filter leaking at male luer lock connection. Tested on 3 different sets of tubing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-jan-2023 h6: investigation summary the customer reported the set was leaking at the luer, and returned one affected sample of material 10011865 and an extension set. The sample leaked when primed with the returned extension set, as well as multiple lab sets. The leak is confirmed. The root cause was difficult to find, threaded connection leaks like this are more ambiguous than leaks at solvent connections. The set was investigated under the microscope and no nonconformity was easily found. In the attached video there is some evidence the luer is not "square". The video is clearly shows that the post is closer to one side of the collar than the other. The set was sent to the male luer supplier, and their investigation also verified the issue with luer. The male luer cone is deformed, but interestingly the collar and tip were not deformed. This along with the lot information provided did not show show any root cause traced to the supplier, or from the bd manufacturing process. The root cause for the male luer cone deformation is unknown. The cone did have white discoloration on the plastic from excess force applied to it. Device history record review for model 10011865 lot number 22049155 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd ext set smallbore .2mf ped leakage occurred. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: filter leaking at male luer lock connection. Tested on 3 different sets of tubing.